Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that one of the black markers on the unit came off and ended up in the bladder of the patient. It was further reported that the surgeon was able to retrieve the marker.